Event description:
The facility representative reported a colleague infusion pump with a failure code. During the event history review for this device, it was found that an air detect alarm stopped delivery on a prior date. This condition has the potential to be a false alarm. It is unknown when this condition occurred. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The reported condition of air detected set alarm was confirmed during product evaluation. The root cause was identified as a defective air in line (ail) board. The ail board was replaced to correct the reported condition. Should additional information become available, a follow-up medwatch will be submitted.